Manufacturer narrative:
Initial 1 of 6. E1: name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event (55 mmol/l) with ketones on (B)(6) 2026. The issue was reported with 6 infusion sets. The patient got treated with intravenous insulin and saline fluids after being hospitalized in the intensive care unit.